Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample received was evaluated. Locking mechanism and lower side of the bottom plate were broken. It was not possible to lock the reservoir. When the plate is broken, plate remains open and it's not possible to assemble a sample with a broken plate at the manufacturing line. Therefore, other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint is not to be related to manufacturing process.

Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was requested and the following was obtained: sample return status ? When we send the sample to you, we will let you know its return date and tracking number. What issue was noticed with blake drain since it was included in the event report? No further information is available. Lot # for blake drain? The lot number is unknown. How was case completed? No further information is available. No further information will be provided. Attempts have been made to obtain the device. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total mastectomy on an unknown date and a reservoir was used. The latch part of the reservoir had been broken during use in the ward, so usage was stopped. Further details will not be provided. There were no adverse consequences to the patient.